Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature and impedance tests were performed following bwi procedures. Visual analysis of the returned sample revealed that the tip-shaft transition of the device was partially detached exposing the internal components; however, adhesive residues were observed concluding that good manufacturing practices were implemented. The device was connected to the generator and no temperature was displayed on the generator due open circuits on the tip area. A manufacturing record evaluation was performed for the finished device 31231467l number, and no internal actions related to the reported complaint condition were identified. The temperature issue reported by the customer was confirmed. The potential cause of the damage on the tip could be related to the handling of the device after procedure, however this cannot be established. The potential cause of the open circuit could not be established. The instructions for use (IFU) contain the following recommendation: if the generator does not display temperature, verify that the cables from the catheter to the carto¿ system patient interface unit (piu) and the cable from the carto¿ system patient interface unit (piu) to the generator are properly connected. If temperature still is not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf power. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified that the tip-shaft transition of the device was partially detached exposing the internal components. During the procedure, there was no temperature reading for the catheter. The medical team disconnected the operator end and reconnected, used a new cable, rebooted the dongle, exited case and reopened, and rebooted patient interface unit. The troubleshooting lasted 20 minutes. The procedure continued and was completed. No patient consequences were reported.